Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they did not contact their healthcare provider (hcp) in attempt to meet with a manufacturer representative (rep) as they only saw that hcp once. Agent reviewed role of rep. Patient said they go to a pain clinic and the clinic was aware of the implantable neurostimulator (ins), and they said a rep could meet there if needed. Agent provided national answering service (nas) number for pain clinic to call.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that a couple days ago, they were having trouble with the device and doesn't seem to work all the time. Upon resuming use of the device, they noticed the device started cutting out on them and wasn't working properly. Pt stated they had put some time on the device since they got implanted and they had to do it on their own. Pt stated they could get stimulation but after a few minutes the stimulation would stop and later on, the stimulation would start back up again. Pt stated they got the device set for a b and c, but they stopped stimulating altogether. Agent asked, pt confirmed that they charge their devices every night and everything was charged 100% at the beginning of every day. Pt confirmed they never had issues connecting to the therapy application and charging the implant, but the stimulation just kept turning on and off on its own. Agent redirected to manufacturer representative (rep) and healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. Pt reports they have not met with a rep or their hcp. Pt reports they are still trying to program ins on their own by "trial" and "experiment.". Pt reports making "some progress" but that they are "far from being completely trained". Pt reports that still many problems exist and they would like to meet with a rep to help them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.